Manufacturer narrative:
(B)(6) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. Customer's blood glucose value was 358 mg/dl and 98 mg/dl. The customer had symptoms such as nausea and was treated with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform an high pressure test. Troubleshooting was performed for under delivery. The drive support cap appeared normal. Customer declined to check leaks or air bubbles in the reservoir, or tubing. Customer declined to check for possible site or insulin issues. Customer was doing bolus before the event took place. The device will not returned for analysis.